Event description:
I've been using a dexcom 7 continous glucose monitor for approximately 5 months. I'm not sure if changes have been made to the units themselves or maybe it's production from a different facility? 4/5 refill of units I received were very defective. I had several several sensor failures, one that was dangerously off- my blood sugar by finger stick was 94 and the dexcom was reading 52, and at one point in the day read 26! The last straw was the one I tried to use this saturday. It implanted so forcefully it cause massive internal and external bleeding. It's like it inserted a tap directly into an artery. Blood was pouring out of the sensor while in my arm. I don't think I've ever been more scared. I immediately removed the device and there was already a hematoma the size of a golf ball under my skin. Pressure and ice did eventually stop the bleeding. I have a massive bruise that almost reaches my elbow. It's incredibly sore, it hurts to move my arm and is interfering with sleep, as even the slightest pressure is uncomfortable. I'd understand a little blood that would be consistent with getting a shot, or a finger stick. This was I think I need to go to the emergency room level bleeding. Reference report: mw5156072.